Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Product support has closed the case due to the quote expired. No service was performed by a philips representative.

Event description:
The customer reported getting an error code (B)(4) for proximal pressure sensor autozero failed. It is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested service repair. Further information is pending.